Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: according to the product specifications there is no coating on the forceps at the time of delivery. If the fragments originate from a coating, the coating has been applied by the consumer subsequently. As stated in the IFU, instruments must not be modified. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: USA. It was reported that the forceps coating came off inside the patient's body. A large piece was found and a smaller piece was not located. The issue was identified at the end of the procedure.